Event description:
The field service engineer reported the system was unable to perform fluoroscopy. There I no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and touch screen monitor were replaced during the service call. The system was tested and found to be working as intended and returned to service.